Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse performed calibrations to help resolve the issue. System was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the calibration seemed off on the left arms, with the offscreen indicator for arm 2 showing even though the instrument was visible on the screen. During guided tool changes the insertion path of the new instrument appeared to be offset by about 12 cm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: no patient injury occurred. Staff was instructed to watch for the instruments being guided in on the monitor. Instruments were always guided in under vision.